Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing noise. The patient was using an electric neck massage pillow at the time of the shock. The patient wanted to lower the frequency but accidentally increased it and soon after the patient received a shock. The patient did not use the pillow anymore and did not experience any other issues afterwards. Boston scientific technical services reviewed the available data and confirmed the inappropriate shock due to emi noise. No additional adverse patient effects were reported. This device and electrode remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.